Event description:
It was reported that a user manually paused insulin delivery on the ilet and forgot to resume, later seeing a resume insulin reminder and restarting delivery after detecting a blood glucose of 350 mg/dl; subsequent automated correction brought glucose to approximately 100 mg/dl, and education was provided that pause does not auto-resume. Symptoms included increased thirst consistent with dehydration and poor sleep. Outcomes included no hospitalization and blood glucose unaffected at the time of the call. Investigation included customer service troubleshooting and education regarding the resume insulin reminder and proper use of pause and manual resumption. Investigation of this case revealed user error consistent with failure to resume insulin after a manual pause, with the device functioning as designed by issuing a resume insulin reminder and delivering corrective insulin once resumed. It was concluded, based on previously established findings for similar reports, that the cause was user error with no device malfunction.